Manufacturer narrative:
Philips remote clinical support spoke with the customer. The biomed listed several sound options in use which may be unsupported by philips: ¿ hdmi configured to a slave display(s) through windows control panel. ¿ philips branded audio "router" which may or may not be provided by philips medical as admitted by biomed. ¿ philips serial-connected sound output as installed at time of installation. The audio connections were not working. When performing a sound test through windows, the sound was only heard through the internal board mounted speaker. At a level 10, no sound was heard through the speakers except the internal speaker. The customer was using a non-philips solution. The issue was confirmed. Philips remote service engineer (rse) spoke with the customer. The biomed noted that the remote (receiver) port was not working. The rse advised the customer to replace the remote receiver. The customer attempted swapping the cables and the rse emphasized the critical nature of the issue and again requested that the biomed swap the receiver. The call was disconnected and rse called back and left a message for the biomed. The customer, subsequently, declined further assistance. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that the alarms could not be heard. The device was in clinical use. There was no adverse event reported.